Event description:
Normally the surgical pack contains two packs of lap sponges five in each for a total of ten. This pack contained one pack of four and one pack of five lap sponges. Packaging was sequestered and given to manager [name redacted].